Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration despite of reprogramming attempts. The patient underwent a revision procedure wherein the leads were replaced and repositioned. It was noted that during the revision the physician punctured one lead and decided to replace it. The patient was doing well postoperatively, and the explanted leads were discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7109301.